Event description:
It was reported the pump alarm is broken; unable to remove biomed error. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the tamper seals are both broken. The device was observed to be chipped on the top case corners, and bottom case screw post was broken. The devices event history log was reviewed for evidence of the reported event syringe plunger not in place, was found. Functional testing was conducted and revealed the reported problem was duplicated. The q1 chip was broken off the plunger board (by impact) and there was no plunger board glue present, which was the cause of the issue. The plunger board was replaced and glued both corners with plunger board glue to address the issue. The device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.